Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.7, lab: 1.9. Date: (B)(6) 2011, inratio: 4.4, lab: 3.1. Date: (B)(6) 2011, inratio: 3.9. Date: (B)(6) 2011, inratio: 3.0. Date: (B)(6) 2011, inratio: 3.0. Date: (B)(6) 2011, inratio: 2.6, retest inratio: 2.4, lab: 2.1. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Customer was milking the finger. Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result or testing error. Discrepant results (accuracy comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.7 inr, reference: 1.9 inr, mean: 2.30, confidence limits: 1.4-3.1. Date: (B)(6) 2011, inratio: 4.4 inr, reference: 3.1 inr, mean: 3.75, confidence limits: 2.2-5.3. The 3.0 and 3.9 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results reported have met the criteria for accuracy. Discrepant results (accuracy comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.6 and 2.4, reference: 2.1, mean: 2.37, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Recent test conducted on lot 254609 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 98 = 3.9, 4.1, 4.4 inr; donor 99 = 2.9, 2.8, 3.3 inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 98 (3.40 inr) and donor 99 (2.92 inr), respectively. No further investigation will be pursued at this time. Investigation conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy criteria. Customer was noted as possibly milking the finger which can introduce interstitial fluid. This can affect test results. Root cause could not be conclusively determined from the information provided from the customer. (B)(4). Action threshold has reached. Since strip lot released, 12 in-house therapeutic donors (60 strips) and 3 non-therapeutic donors (11 strips) have been tested. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.